Manufacturer narrative:
An investigation was performed at the manufacturing site. One decontaminated sample with was received for evaluation. As part of the analysis the samples were visually inspected according to the product specification; the body of yankauer received shows a cut in the tip, however the tip does not correspond at body of the yankauer received. During a walkthrough the actual line to detect potential causes, it was observed that all procedures are being followed accordingly. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The following most probably root causes was determined by the multifunctional investigation team: during the investigation of the reported condition it was discovered that the issue did not occur during the manufacturing process in the molding area, within the plant or during the packaging and shipping stages. The sample received shows a cut made with a sharp instrument that left cutting marks on the product therefore, the reported condition is not confirmed as manufacturing related and the exact root cause cannot be determined. A potential cause for the reported condition could occur during the surgical procedure; it is very likely that the yankauer may have com into contact with the cutting instrument. The root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness this time. A production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/4/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports the tip of the yankauer broke off during procedure. There was no injury to the patient.